Event description:
Boston scientific received information that right ventricular (rv) lead was surgically abandoned due to dislodgement. Additional information received from representative that the patient had a fall which cause the lead dislodgement. This lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.